Event description:
This notification is being reviewed due to a user of remstar auto a-flex stating that the patient has squamous cell carcinoma when using the device. There was no report of medical intervention. No additional information can be requested at this time. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.